Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. There was blood on the proximal and distal conductors of the lead and it was not obstructed.

Event description:
It was reported that during the placement of the implantable pacing lead the impedance was always above 3000 ohms. The physician decided to use another lead, which was placed without incident, and the lead exhibiting the high impedance was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.